Manufacturer narrative:
The blood sampling valve (bsv) was returned and inspected. The inspector observed that the probe at the left section pad of the bsv was bent. Also, the number 12 port connection at the right section of the pad was found loose and swiveling when slight pressure was applied. Due to these damages, no further investigation could be conducted. However, the initial conclusion, that the bsv had to be replaced, was confirmed.

Manufacturer narrative:
The fse confirmed the issue and found that the blood sampling valve (bsv) and bsv's actuator needed to be replaced. The fse replaced the bsv and bsv's actuator, resolving the issue.

Event description:
The customer reported recovering increased red blood cell results for level iii biorad controls which was run in open vial mode on the coulter lh 500 hematology analyzer. There was no report of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.